Event description:
It was reported that an unintentional switch to dynaglide mode occurred. A 1.25 mm rotapro burr was selected for the procedure. During angioplasty of the left anterior descending (lad) artery, the device unintentionally switched to dynaglide mode. The mode did not deactivate automatically when pressing the dynaglide mode button. No patient complications occurred.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. Investigation results: device history review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Device technical analysis: returned product consisted of the rotapro atherectomy system. Visual inspection of the device did not identify any damages or defects. When the rotapro system was connected to the rotapro console and the ablation button was pressed, the device stalled and did not run. During the stall, the device was able to change between dynaglide mode and normal mode without issue or resistance. Dynaglide was turned on and off without issue or resistance. In order to determine the reason for the device stall, the advancer was dismantled and the components inside the advancer were inspected. After destructive testing was performed, it was found that the drive shaft (turbine) was corroded, indicating the presence of dried saline within the device. Product analysis did not confirm the reported unintentional mode change as clinical circumstances could not be replicated. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to procedure. It was considered likely that the reported unintentional mode switching and the condition of the returned device occurred due to procedural factors which can include device interaction and testing.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that an unintentional switch to dynaglide mode occurred. A 1.25 mm rotapro burr was selected for the procedure. During angioplasty of the left anterior descending (lad) artery, the device unintentionally switched to dynaglide mode. The mode did not deactivate automatically when pressing the dynaglide mode button. No patient complications occurred.